Manufacturer narrative:
Additional component, motor control (mc) board returned for failure investigation (fi). Visual inspection identified no anomalies. All wire-socket attachments appeared to be well crimped and reliably captured in connector shells. Wires did not appear to be loose when pulled and manipulated with reasonable force. The fi testing could not verify the customer complaint, returned mc board and harness passed all testing, and no fault was found.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site and determined that unit did fail to meet specifications. The fse replaced multiple components and resolved the reported issue(s). The device was then confirmed to fully meet specification and placed back into service. The assy,cable harness,power,v8000 was returned for failure investigation (fi). During the fi investigation the reported issue could not be replicated, and no fault was found. As the reported issue could not be replicated during fi testing the root cause could not be determined.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device was unable to activate after the implementation of a field change order. The device was not in clinical use at the time of the event. There was no report of patient or user harm.